Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg is unable to communicate with the external devices. The scs system was last recharged approximately one month ago. In addition, the patient has not used her scs system in a month and she suffered a fall in (B)(6) 2016. Follow up information identified the ipg was removed and replaced on (B)(6) 2016.